Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) novopen 4 doesn't accurate doses [incorrect dose administered by device]. The dialling clicks was used to estimate the dose of the product [wrong technique in product usage process], hyperglycemia [hyperglycaemia], hyper acetone in blood [blood ketone body increased]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight, and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date , "hyper acetone in blood(acetone high)" with an unspecified onset date , "novopen 4 doesn't accurate doses(incorrect dose administered by device)" with an unspecified onset date , "the dialling clicks was used to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "product used for unknown indication" novorapid penfill (insulin aspart) from unknown start date for "product used for unknown indication". Dosage regimens: novopen 4: not reported, novorapid penfill: not reported. Medical history was not provided. On an unknown date, patient novopen 4 didnot deliver accurate doses properly and led to hyper glycemia and acetone (blood ketone body) in blood (value and unit not reported). It was reported that dialling clicks was used to estimate the dose of the product, the patient didn't use an already used needle, needle didn't leave attached to the pen in between injections, the patient didn't insulin suspension (cloudy insulin) and didn't re-suspend (rolled it between her hands) before use. It was reported that the needle was attached to the pen in a 180 degree angle (straight on). The insulin was used at room temperature 20-25 degrees celsius. The patient didn't change from another novopen to the current novopen. It was confirmed that the cartridge holder did not detach from the pen body accidentally or intentionally and patient usually checked the insulin flow beforei njection with 2 iu repeated times till insulin releasing. Batch numbers: novopen 4: lvg3l87, novorapid penfill: requested. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "hyper acetone in blood (acetone high)" was not reported. The outcome for the event "novopen 4 doesn't accurate doses (incorrect dose administered by device)" was not reported. The outcome for the event "the dialling clicks was used to estimate the dose of the product (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): probable. Hyper acetone in blood (acetone high): probable. Novopen 4 doesn't accurate doses (incorrect dose administered by device): unknown. The dialling clicks was used to estimate the dose of the product (wrong technique in product usage process): unknown. Company's causality (novopen 4) - hyperglycemia (hyperglycemia): possible. Hyper acetone in blood (acetone high): possible. Novopen 4 doesn't accurate doses (incorrect dose administered by device): possible. The dialling clicks was used to estimate the dose of the product (wrong technique in product usage process): possible. Reporter's causality (novorapid penfill) - hyperglycemia (hyperglycemia): unlikely. Hyper acetone in blood (acetone high): unlikely. Novopen 4 doesn't accurate doses (incorrect dose administered by device): unknown. The dialling clicks was used to estimate the dose of the product (wrong technique in product usage process): unknown. Company's causality (novorapid penfill) - hyperglycemia (hyperglycemia): unlikely. Hyper acetone in blood (acetone high): unlikely. Novopen 4 doesn't accurate doses (incorrect dose administered by device): possible. The dialling clicks was used to estimate the dose of the product (wrong technique in product usage process): possible. References included: reference type: e2b company number, reference ID#: (B)(4), reference notes.

Event description:
Case description: investigation results: novopen 4: batch number: unknown. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Novorapid penfill: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: is non-reportable updated, expected date of follow-up report removed and final report was ticked in EU/ca tab, imdrf codes updated in device addendum tab. Investigation results added for novopen 4 and novorapid, narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Final manufacturer's comment: 25-oct-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: novopen 4: batch number: unknown. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.